Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4: batch #255c82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and with a gst60b reload present. The reload was received fully fired, with the pan detached from the reload and the reload body broken. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism was totally functional during functional testing. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 255c82, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic ileocolic resection, after two successful stapler firings on the third firing it was noticed that the stapler was handed back to the scrub tech articulated and it would not disarticulate. When the cartridge was removed, it was noted that there was a crack in the middle of the cartridge and the metal base of the cartridge had broken off and was stuck in the jaw. Another device was used to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch #. B3: exact event date unknown, only day and year provided, entered as x/x/xxxx attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9cd4u, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? How did they attempt to straighten the device on the back table? Did the device de-articulate while trying to remove the reload or did it come out of the trocar de-articulated? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.